Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, an issue related to the internal battery was observed. The device's software was reloaded to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.